Event description:
Healthcare professional reported left side capsular contracture, baker grade: IV and "the implant is protruding out of the incision." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease flat, crystalline in the gel and the weight the device within specification. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and extrusion.

Event description:
Healthcare professional reported left side capsular contracture, baker grade: IV and "the implant is protruding out of the incision." Device has been explanted.